Manufacturer narrative:
The complaint investigation included a search for similar complaints, a review of the complaint text, trending data, labeling, and device history records. Return testing was not completed as returns were not available. A ticket search for the complaint lots did not identify an increase in complaint activity related to falsely elevated results. A review of ticket trending data for the architect stat troponin-I (ln (B)(4)) did not identify any trends for falsely elevated results. Accuracy testing was completed using retained kits of lots 86298un20 and 882537 and all acceptance criteria were met, which indicates acceptable product performance. Device history record review was performed on the complaint lots, which did not show any potential non-conformances, deviations, or non-conformances. Labeling was reviewed and found to adequately address the issue of falsely elevated results. Based on the investigation no systemic issue or deficiency of the architect stat troponin-I complaint lots were identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided by the customer.

Event description:
The customer reported falsely elevated architect troponin result on one patient. The results provided were: on (B)(6) 2020 sid (B)(6) initial = 0.03ng/ml (normal reference = <0.03ng/ml) / repeat = 0.01ng/ml. There was no reported impact to patient management.